Manufacturer narrative:
The logs were forwarded to gehc for review. Based on the log review, gehc recommended replacement of the anesthesia control board. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. The anesthesia machine was reportedly replaced. There was no reported patient injury.